Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that a temperature alarm was received at room temperature. After the customer cleared the alarm, the resume insulin notification became frozen on the pump screen. The customer was unable to clear the notification and the pump subsequently became unresponsive. There was no impact to the customer's blood glucose level.